Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the teeth are slipping on the right foot operated hub lock and it is not holding.